Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger analysis of the [recharger], model [97755], s/n (B)(6) found electrical failure - recharge problem, cannot continue, call medtronic" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and needed a new battery pack. Patient stated they would start charging and they could usually get the implant to 50% or 60% before they would get the error message to disconnect and call medtronic. Patient mentioned that they were charging before they called; patient added that getting to 50% or 60% takes the whole 100% controller charge. During the call agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Agent asked patient to re insert the battery and patient confirmed controller was 70% and implant was 50%. Patient inspected the recharger and noted that the cord where it goes into the paddle looked like it was a little frayed. Patient then connected the recharger and confirmed recharging good and then the session stopped and then recharging good and then it stopped and then they got recharging excellent but had to push on the recharger. Patient noted the controller got real hot during the call. Rtm gets hot when charging and it takes the whole 100% of the controller to get the ins to 50% or 60%. The issue was not resolved. A request was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) & UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.